Manufacturer narrative:
Based on the results of the investigation, it was somewhat likely that the poor communication with the scope occurred due to the effect of the fluid adhering to the electric contact part of the scope connector receiving, which resulted in the temporary occurrence of the fault phenomena. However, a definitive cause could not be determined. The following is included in the instructions for use (IFU): the following description was confirmed in the instruction manual of clv-290sl on the trace that the fluid adhered to the electric contact part inside the scope connector receiver. Connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source screen becomes snowy. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint screen becoming snowy was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of an unspecified diagnostic procedure that was completed using the similar device.